Manufacturer narrative:
The investigation into the issue has been completed. The console was returned for investigation. The data logs aligned with the pattern failure mode, transient loss of optical data. The automated impella controller (aic) logs confirmed the reported failure mode given there was a controller error alarm triggered during the clinical procedure. He logs also reported process sampling data from optical bench: sent stop acquisition cmd ack, indicating ossiopsens receive thread gets a data sampling packet with an unexpected length. The real time logs confirmed that this was a pattern failure mode in which all signals received from optical bench (placement, signal-to noise ratio (snr), contrast, lamp, gain) are lastly reported as 16384 values and then no more samples were recorded. The absence of snr samples impacted the console¿s ability to recognize the pump disconnection and required the user to perform a hard shutdown. The returned console was tested on an engineering lab bench. The failure mode was not reproduced while running an optical pump simulator. There was no issue with the console hardware. The log entry process sampling data from optical bench: sent stop acquisition cmd ack indicated the sent stop acquisition cmdflag was set when entering ossi_sampling_stopped_state which eventually led to a false communication stopped condition. The root cause of the controller error was due to an aic software issue. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced a controller error alarm. It was reported that the white cable was secure and a backup aic was used to successfully complete the procedure. There was no patient harm reported and the patient survived the procedure.